Event description:
It was reported that stimulation had increased very high to the point where the patient could not move. The stimulation went down her leg and pelvic area while she was standing by a security gate. Stimulation was intermittent. The patient had stood at the security gate for 5 minutes before the event occurred. It was stated that "it calmed down" after she moved away from where she stood. The patient went home and the sensation had eased. The next morning the patient felt the same "rush," but it was not as intense as the day before. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that the implantable neurostimulator (ins) was turned off about 2 weeks ago and the patient didn't know why. The patient went through home depot about 1 month ago and it was acting funny and her legs were jumping while she was by the metal detector. Two weeks ago, the patient stated "the battery was turned on it was like she had a fried crotch." The patient felt sore around the incision. 1.7 was the highest program the patient had. It was changed to 1.1 and it was not helping enough. Patient programmer's basic functionalities were reviewed with patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stimulation turned off once while at an auto parts store and they were standing near the entry door. This took place in 2011. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v183295, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).